Event description:
Additional information received indicated the patient underwent surgical intervention on (B)(6) 2021 wherein the ipg pocket site was relocated to address the issue.

Manufacturer narrative:
Health effect - clinical code should have been 4582 - no clinical signs, symptoms or conditions rather than 2330 - discomfort. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient¿s ipg has migrated and has caused discomfort at the ipg site due to weight loss. As a result, surgical intervention may take place at a later date to address the issue.